Manufacturer narrative:
The customer reported complaint for the thermogard having a defective airtrap and not passing the self-test was confirmed during archive review but not reproduced during functional testing. As a preventive measurement, the airtrap sensor block was replaced to remedy the fault, after which the unit passed the performance testing and passed all final testing without any issue. Visual inspection was performed and it was noted that remaining residue of propylene glycol was seen on one of the circuit boards of the airtrap which led to corrosive of the boards. A review of the event log was performed and mid: 09 (air trap assembly) was noted around the reported event date. The unit passed the initial functional testing without any errors. Historical complaints was reviewed and one similar complaint was reported for this thermogard (sn: (B)(4)) for airtrap issue under (B)(6) reported on (B)(6) 2017. The contaminated airtrap sensor tunnels were cleaned to remedy the reported complaint.

Event description:
As reported during a routine visit to a customer's site by zoll clinical specialist, the thermogard ivtm system (sn: (B)(4)) airtrap was observed to be defective and did not pass the self-test. No therapy was performed and no patient was involved.